Manufacturer narrative:
The customer did not return sample or product for investigation testing. Retention panoscreen was tested with anti-jka, lot jka60c-1. No reactivity was observed with cell I. Performed solid phase testing using capture-r select and retention panoscreen lot 29085 as monolayers. The monolayers were tested with anti-jka, lot jka60c-1. A score of 6 (on scale from 0-10) was observed with jk(a+b+) reagent red cells and score of 10 was observed with jk(a+b-) reagent red cells. No reactivity was observed with jk(a-b+) reagent red cells. Tube testing performed with retention panoscreen using anti-jka, lot jka60c-2. Very weak reactivity was observed with cell I at iat. Expected reactivity was observed with cells ii and iii. Investigation is ongoing.

Event description:
Customer reported unexpected negative reactions with cell #I, heterozygous jka cell, of panoscreen iii when testing a patient sample containing an anti-jka and when testing with 2 different lots of ortho monoclonal anti-jka. Repeat testing resulted as negative; repeat testing performed with incubation extended to 30 minutes resulted as negative. Methodology is tube testing.